Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was a value displayed as "high", although a specific value was not given. The customer had not addressed their bg at the time of troubleshooting. Tandem technical support provided pump reset information and the customer continued to use the pump for insulin therapy.